Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, registered nurse first assistant (rnfa) was testing the c-ring after removing the cannula from the vasoview 6 pro package and noticed that one of the struts of the c-ring was bent too much to use. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The vasoview 6 pro device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. A speck of blood was observed on the white connector. It was observed that the c-ring washer tube was bent. Based on the returned condition, it appears that the scope wash tubing was snagged and caught in between the forceps. No other failures were observed. Based on the results of the evaluation, the reported failure "bent; cannula; c-ring" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, registered nurse first assistant (rnfa) was testing the c-ring after removing the cannula from the vasoview 6 pro package and noticed that one of the struts of the c-ring was bent too much to use. A replacement device was used to complete the procedure.